Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead dislodgement, capture anomaly and high threshold were observed. The lead was explanted and replaced when repositioning was unsuccessful.